Event description:
On (B)(6) 2025, the user reported a bg level of 324 mg/dl about 15 minutes after dinner that had not yet been announced in the ilet device. The user had just completed a supply change and was trending down to 307 mg/dl by the end of the call. The event resolved without medical intervention, and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.